Event description:
It was reported that balloon rupture occurred. After rotablator was performed, a 3.00mm x 12mm nc emerge balloon catheter was advanced for dilatation. However, during initial inflation, the balloon ruptured. The procedure was completed with a different device. There were no patient complications nor injuries reported.